Manufacturer narrative:
No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a cranial resection procedure, the vertek arm would not fully tighten. Site used another vertek arm to complete the procedure. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The suspect vertek arm was returned to the manufacturer for evaluation. Testing found that the arm would not lock when tightened by the user. It was noted that wear and tear was present during visual inspection. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.